Event description:
Hcp reported pt presented with signs of an infection, which included the area being hot and red. The pt was treated with stimulator explant and treated with IV antibiotic therapy. The system was returned to the manufacturer for analysis and no anomaly was found. Hcp reported patient chose not have another stimulator implanted. A follow up report will be sent when additional information is received.